Manufacturer narrative:
This device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead exhibited low sensing amplitudes. Subsequently, this patient underwent a replacement procedure and this rv lead was surgically capped/abandoned and replaced. No additional adverse patient effects were reported.